Event description:
Reporter alleged customer passed out and customer's wife called paramedics and he was given a shot, contents unk, before being taken to the hospital. Customer stated at the hospital their device read 167 mg/dl compared to customer's meter reading of 489 mg/dl. Customer indicated being hospitalized for 11 days as a result. It was reported customer had dosed insulin 3 times the day of the alleged event based on higher results and passed out twice before his wife sought medical assistance. Reportedly customer was using expired test strips. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.